Manufacturer narrative:
A complete lead was returned in one piece. Analysis was completed. No lead problems were found.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the patient presented for a right ventricular lead implant procedure. Upon interrogation of the newly implanted lead, it was observed the lead had high pacing impedance greater than 3000 ohms, and loss of pacing. The lead was explanted during the same procedure. The patient was stable throughout.